Event description:
An opthalmic assistant reported that during two laser assisted cataract surgeries, there was a ruptured capsule with a linear tear in the same direction. No medical or surgical intervention was performed as a result of the event. No patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: based on quality assurance (qa) assessment, the product met specifications at the time of release. A company representative verified system parameters and could not replicate the reported event. The company representative performed preventative maintenance on the system and verified that the system was functioning to specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).